Event description:
The wife of a (B)(6) male patient contacted zoll customer support to report that the patient's battery charger would not recognize his batteries and was resetting. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't recognize battery, resetting) was confirmed. Upon investigation the battery charger/modem was resetting and unable to charge a battery. The root cause for the failure was isolated to a defective u13 cmos flash microcontroller on the battery charger bedside board. The root cause for the defective u13 component could not be positively identified. No adverse event resulted from the defective u13 component. The patient was issued a replacement battery charger/modem.